Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was using the reamer handle during the glenoid prep and the handle broke. The plastic portion on the tip of the reamer handle broke completely off. The handle was unable to be used moving forward, so a second set was opened. No surgical delay.